Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11 attempts were performed to obtain further additional information, but no response was received from the customer. Based on the results of the investigation, and since the device was not returned for evaluation, the reported failure was not confirmed and the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Since the customer described "electrosurgical resection device", olympus selected ¿wa22302d¿ as a representative product. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during an unknown procedure, tissue was not properly coagulated. This resulted in the patient bleeding heavily with approximately 1000 ml intraoperative blood loss. The customer immediately replaced the electrosurgical resection device, promptly located the bleeding site, and performed hemostasis and coagulation. Additional information regarding the patient's condition during the procedure, current condition, and procedural details were requested, but no further information was provided at the time of this report.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and correction to the initial MDR. Updated fields: b5, d9, d10, h2, h6, h11. Corrected fields: d1, d2, d3, d4, g1, g4, h5. The correct registration number is 9610773. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information was received. The customer reported that the saline solution cable was damaged. No further event details were provided at the time of this report.